Manufacturer narrative:
(B)(6) 2019 - lead explanted and replaced. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead has apparent noise on rv intracardiac and farfield channels. Per clinician, shock impedance and pacing impedances have decreased somewhat. Lead remains actively implanted but evaluation is recommended. Should additional information become available, this file will be updated.